Event description:
It was reported that zero high voltage impedance measurement was observed on the right ventricular (rv) lead. No apparent lead integrity was detected when performing isometrics. No intervention was performed at this time. The patient was asymptomatic.

Event description:
New information indicated that the right ventricular (rv) lead was capped on (B)(6) 2025 and replaced with a competitor product. An x-ray was performed, and no anomaly was noted. There were no adverse health consequences to the patient.